Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. The battery cap was not able to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: a review of the pump¿s black box download showed evidence of pump reboots. During investigation, it was found that the battery compartment was cracked alongside the pump. The battery cap was stripped. The battery cap contact height and width measurements were found to be within specification. The battery cap was unable to maintain an electrical connection leading to pump reboot and power loss. A test battery cap was used for testing purposes. The pump powered on with no alarms. The pump was exercised with the test battery cap with no further power issues occurring. The original complaint of a power issue was able to be duplicated. Unrelated to the original complaint, corrosion was found in the battery compartment. The pump was found to leak at the battery compartment. The pump was opened and moisture damage was found on the pump circuit board.